Event description:
Sex: unk. Procedure: unk. Reportedly, 2 clips twisted. The malformed clips did not sever the vessel. However, or time was extended beyond 30 minutes to retrieve the clips.

Manufacturer narrative:
.